Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 3 atmosphere (atm) in 2 seconds. However, it was further reported that the device was completed and simply pulled out from the from the patient's body. The procedure was completed with another of same device. No patient complications were reported. Patient condition was good post procedure.